Manufacturer narrative:
One (1) device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were three holes in the patient line of two (2) amia cassettes which resulted in a leak. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the patient line only of one (1) actual sample was returned for evaluation; the other sample was not returned and therefore, could not be evaluated. A visual inspection by the naked eye was performed which observed several small holes in the tubing. Functional leak and clear passage tests were performed which revealed leaks from the several small holes in the patient line tubing. The reported condition was verified. The cause of the tubing damage could not be determined; however, a possible cause is chew marks. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.